Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. A revision procedure was performed and during extraction efforts, the lead broke and became stuck in the right subclavian vein. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented the reported clinical observations. The patient does not required pacing therapy and the plan is to put him on some antibiotics and consider placement of an subcutaneous implantable cardioverter defibrillator (s-ICD). No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.